Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, the nurse noticed the tip of the device was broken after the surgery. An x-ray showed three pieces of the broken device remained in the patient abdomen. The customer confirmed the product was damaged and it looks like both the stainless steel part and tungsten carbide were broken. A gynecology laparoscopic procedure was being performed. The hospital and the distributor will be reporting to pmda, no report numbers provided.

Manufacturer narrative:
(B)(4): per the customer, the 32-0190 device will not be returned for evaluation. A photo was provided therefore an evaluation was performed based on the photo provided. The product lot was not confirmed however the distributor ((B)(4) did sell lot numbers of b09 and b10 to customer in 2012 but they were not able to identify if the non-conforming product is one of them or it was purchased prior to (B)(4) handling. Based on the information provided it is very possible the device could be over 7 years old which means it had aged and therefore has seen many usage (handled frequently) and re-processing over time. Any mishandling during this time could have contributed to the failure of the device. As there was not a confirmed lot number a device history record review could not be performed. It was reported that the nurse noticed the tip of the device was broken after the surgery x-ray showed three pieces of broken device remained in the patient abdominal. From the photo it was confirmed that the device was damaged at the tip and the stainless steel part and tungsten carbide from the insert were broken. The customer requested information if bd had any test reports about allowable overload at the tip end of 32-0190 where the needle is held. It was confirmed there was no tip overload testing available. Bd biocompatibility manager was consulted concerning the risk of the small particles that possible could be remaining in the patient. It was reported that the toxicology and biocompatibility risks associated with the materials of the needle holder are minimal. The materials associated with catalog 32-0190 have been verified to be non-cytotoxic, non-irritating, not acutely toxic, and non-sensitizing. The biocompatibility testing support the low risk presented by these materials. Conclusion: the customer did not return product for evaluation. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4): if further information becomes available a follow up medwatch will be submitted.

Event description:
Additional information received 06dec2016 the customer reported from visual inspection they were not able to confirm the lot number. According to the sales database, it is confirmed that lot b09 and b10 were delivered to this user in 2012 but they are not able to identify if the non-conforming product is one of them or it was purchased prior. The device will not be returned. No other procedures are expected at the moment for the patient. We have informed to the end user a risk of granulation or pain as the part of the product remaining in the patient's abdomen. The end user has concluded that the material is so small that no effect was concerned about the patient.